Manufacturer narrative:
On 21-dec-2021, biosense webster inc. Received additional information which indicated the sheath used during the procedure was an sl1 (B)(6). A bwi preface sheath was not used during this procedure. It was clarified that the pentaray catheter was inside the patient¿s body prior to the adverse event happening; during this time there were no complications. Air embolism occurred after the pentaray had already been removed for a period of time. During the replacement of the sheaths (sl1 to vizigo) the st-elevation occurred. The vizigo was not inserted into the body as the event occurred. As such, the suspected device in this event is considered to be the sl1 (B)(6). This event will no longer be considered to be MDR reportable against any bwi devices. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Initial reporter phone: (B)(6). (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # :(B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and the patient suffered an air embolism and st-elevation which required prolonged hospitalization. Air embolism occurred during the procedure when preparing to change the sheath. The procedure was not successfully completed. Procedure was canceled to treat the st-elevation caused by the air embolism. Treatment of coronary arteries was provided as intervention. The physician¿s opinion on the cause of this adverse event was reported as procedure and/or patient condition. Patient outcome of the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event to be monitored. No ablation catheter was inserted into the patient during the procedure, hence, the smartablate pump was not involved.